Event description:
Complainant alleged that while analyzing the pt's heart rhythm, the device issued a "no shock advised" prompt for what clinicians believed was a shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. However, the customer has provided the electronic copy of ECG data file of the event for analysis. The file was reprocessed through the analysis algorithm replay workstation residing on a pc. The determination outcomes for each analysis event were identical to those returned by the source device in the field. The detected rhythm in each questionable analysis failed to meet or exceed the established threshold of 100 micro-volts, and the device correctly returned a "no shock advised" determination.